Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the right croosbrace is broke where the pivot link attach.